Manufacturer narrative:
The current and former boston scientific field representatives for this health care provider were not aware of any issues while the device was in service and were unable to provide any additional information regarding this allegation. This device is included in the population of the magnetic switch product advisory initially communicated on (B)(6), 2005, for potential risk of a stuck switch inappropriately inhibiting delivery of shock therapy. Most patients in an advisory are not affected. If the patient had been affected by the advisory, the patient would not have received an inappropriate shock. If the reed switch function had been programmed off the patient would have received therapy, regardless of the advisory. We cannot confirm or refute that any other malfunction could have contributed to the patient's death.

Event description:
Boston scientific received information from the patient's widow and sister-in-law that they believed the patient's death four years previous was due to the device being part of an advisory population and delivering fatal shock therapy. The caller stated that the patient's physician indicated the device was working properly while implanted and was buried with the patient.